Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. All other lead measurements were within normal range. Reportedly during the implant procedure, difficulty was encountered positioning this lead. An attempt to measure impedance measurements during arm movement or pocket manipulation revealed similar measurements. An internal technical service consultant was contacted regarding this issue and advised an x-ray be performed. An x-ray revealed the lead remains in the same implanted position and there is no connection issue. A shock on t-wave was performed. Lead integrity was confirmed. In addition, an induction testing at 21 joules was effective. High out of range impedance measurements remain. It was thought there may have been electromagnetic interference. No adverse patient effects were reported. Additional information was obtained. It was determined the out of range impedance measurements occurred outside of the hospital environment. A further recommendation was made to obtain a high resolution x-ray to rule out a connection issue.